Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that mi, as noted in the xience v instructions for use, is a known adverse event associated with coronary stenting. Additionally, mi and cardiac enzyme elevation is listed in the risk assessment matrix as no-fault post-procedure complications. Elevated cardiac enzymes can occur as a result of many factors, including from a normal percutaneous coronary intervention (pci) procedure, likely as a result of the balloon inflation restricting blood flow in the vessel. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: post procedural myocardial infarction resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via study that a pt presented with myocardial infarction (mi) and elevation in segment. No additional event or pt info is available.